Manufacturer narrative:
H10: per the customer¿s response, the device was not reprocessed before it was returned to olympus. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the air/water cylinder and channel could not be identified. However, it¿s likely the cause is related to reprocessing deviating from the instruction manual. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states that detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the reportable malfunction documented in b5, the additional device evaluation findings are as follows: the air/water cylinder had no color, the suction cylinder had no color, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the adhesive on the bending section cover had a crack, and the universal cord had a wrinkle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the olympus colonovideoscope had problems connecting and a cable from the supply plug leaked air. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the air/water tube and air/water cylinder had foreign objects. There was no report of patient injury or medical intervention associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.